Event description:
It was reported that the scrub technician grabbed the wire cutter from the set to cut a k-wire. While cutting the k-wire, the cutting edge on the wire cutter snapped off.

Manufacturer narrative:
Investigation in progress but not yet complete.